Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0c468, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that they were feeling shocking and the device was shocking her. The therapy was not on as the patient had turned it off on (B)(6) 2015. The zapping started in (B)(6) 2014 and it was also noted that there was zapping on (B)(6) 2015. The device kept zapping the patient. Within 9 weeks, they had been zapped 6 times. This was considered a gradual change in therapy/symptoms. The patient wanted to take the device out. The hcp would not acknowledge the zapping. They just told the patient to change the program. It was further reported by the consumer on (B)(6) 2015 that she was still feeling shocking. She had been trying for over a year to get the device removed because of the shocking. She was told that losing weight would help the shocking, so she lost 43 lbs. However, she was still feeling the device. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.